Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer's blood glucose level was 340 mg/dl at the time of incident. The customer reported reoccurring alarm. The customer had no symptoms and treated the high blood glucose with a manual injection. The customer¿s current blood glucose level is 340 mg/dl. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.